Event description:
It was reported that this right ventricular (rv) lead was exhibiting noise. It could not be determined if there was an escape rhythm or if loss of capture was being exhibited. Technical services (ts) was consulted and recommended reviewing another electrocardiogram. Reprogramming was performed due to the reported behavior. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.